Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to obtain the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent an unknown orthopedic surgery on (B)(6) 2019 and a reservoir was used. The reservoir could not be locked during use in the ward after the procedure. When trying to push forcibly, it could not be locked. It is unknown if the reservoir was being activated for the first time after being connected. Unknown if a new reservoir used to complete the case. Further details are not provided. There were no adverse consequences to the patient.

Manufacturer narrative:
Product complaint # (B)(4).

Manufacturer narrative:
Product complaint #: (B)(4). Evaluation: product sample received for analysis. Failure mode reported may be caused by tie too long. During sample evaluation the plate was able to be open and closed without any issue. Tie strap did not interfere on the correct function of the locking mechanism. Sample was evaluated and no damaged/broken components that could relate to the defect reported could be observed. Sample was found in good condition. Defect is not replicated since plate was able to be open and close without any issue. Based on the present analysis, it is determined that the reported complaint is not dupicated and is not related to manufacturing process and other external causes could have affected the product integrity such as handling, non-proper usage or any other possible contributor out of the manufacturer control.

Manufacturer narrative:
Product complaint # (B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.